Event description:
It was reported that the catheter deflection mechanism is broken. The catheter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. The manipulator wire was broken. The catheter shaft was bent. Visual analysis noted that the shaft was bent at 11.5 and 100 cm from the hub. Tool marks visible at 97cm from the hub. It was also noted the catheter was damaged at implant.